Event description:
The event involved an unspecified IV tubing with unknown list number and unknown lot number where the customer reported that taxol chemotherapy was hung and the port access on the secondary line leaked from the bottom; 25 ml of taxol was spilled. A chemo spill kit used to clean and protocol was followed. There was unknown patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
D4 - primary UDI number - unknown as all product information is unknown. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.